Event description:
The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information - d5, d9. Investigation results: visual investigation: it is clearly visible, that the blade of the scissor is out of its position. At first, we made a visual inspection of the instrument, especially the jaw and scissor. Here we found, that the scissor blade is out of its regular position. During a further inspection we noticed, that the leading pin of the scissor blade is not in its position in the guiding slot. The broken off components mentioned in the complaint text could not be confirmed, all individual parts are still complete. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case ((B)(4)) was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a disp. Combination instr.bipolar d:5/310mm (part # po800su) was used during a procedure performed on (B)(6) 2021. According to the complainant, at the end of laparoscopy, the bipolar scissor broke at its end. This was still in the patient's body at the time of the breakage. No consequence for the patient except the delay of the operating time. Broken part was recovered. No x-ray was necessary. The complaint device has not been returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).